Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the hospital that the femoral component was loosened during an open reduction procedure from a possible luxation of the poly oxford. Subsequently, the patient underwent a knee revision.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the hospital that the femoral component was loosened during an open reduction procedure from a possible luxation of the poly oxford. Subsequently, the patient underwent a knee revision.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported by the hospital that the femoral component was loosened during an open reduction procedure from a possible luxation of the poly oxford. Subsequently, the patient underwent a knee revision.

Event description:
It was reported by the hospital that the femoral component was loosened during an open reduction procedure from a possible luxation of the poly oxford. Subsequently, the patient underwent a knee revision.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Concomitant medical products: device name: oxf anat brg rt lg size 4 PMA, model#: 159583, lot#: 6265925. The product was returned to biomet UK, and the investigation has been performed as per ukp032 rev.27. Results of product evaluation visual inspection was performed in mar01413 and confirmed the reported event. Visual checks ¿ the implant has been used for maximum 9 months. ¿ little evidence of bone integration. ¿ the white hydroxyapatite(ha) coating still visible. ¿ articulating surface is in a good condition, minor scratch is visible on one side of the component. ¿ staining is visible on the articulating surface, likely due to biological fluid. ¿ significant scratching and pitting and embedded metal particles, that originated from pps coating, are visible on the poly-bearing, that corresponds to third-particle wear. Dimensional checks the bearing has been measured in the mar01413 using digital calliper. The thickness of anterior and posterior edges decreased slightly due to the part being autoclaved, whereas minimum thickness increased, for more information please see mar01413. Assembly checks not relevant to the reported issue, no assembly issues have been reported. E. Other tests no other tests performed. The root cause of the reported event could not be determined in this instance based on the currently available information. The complaint reported luxation, however, the root cause of the reported event could not be determined in this instance based on the currently available information. The most likely root cause: the root cause of the reported luxation could not be determined in this instance based on the currently available information. Implant exhibits signs of third body wear, however, it cannot be confirmed if that has contributed to the reported event. The product most likely left the company conforming. Complaint category as investigated code: medical: revision due to loosening cause code unknown ¿ can not be determined results of device history record review femoral component manufacturing date, item number 154927: aug 4, 2018 the manufacturing history record (mhr) of the returned component has been checked and verify that the parts were manufactured in accordance with the applicable specifications. Raw material/sterile certificate review not applicable, no material issues identified. Results of implant compatibility review oxford anterior bearing (item number: 159583) and oxford cementless femoral component (item number: 154927) are compatible. Summary of medical records and x-ray records review not applicable, radiographs were not provided. Reprocessing and inspection instructions oxford® partial knee system attention operating surgeon; ref: 5401000201 revision: m; date: march 2019 warns: warnings improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Improper preoperative or intraoperative implant handling or damage (scratches, dents, etc.) Can lead to crevice corrosion, fretting, fatigue fracture and/or excessive wear¿. Possible adverse effects particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid. It has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant.. Risk assessment risk file reference since the root cause is unknown a specific line in the risk file could not be selected, however the risk of loosening is covered under multiple lines. Risk assessment investigate risk: revision due to loosening. Severity of the investigate risk is classified as moderate: s-3. Risks of implant loosening is covered by the risk file in multiple lines. The highest risk severity anticipated in the risk file for loosening is s-3. Occurrence rate assessment. Not applicable, because the root cause is unknown. Risk score: could not be assigned, because the occurrence could not be calculated. Risk assessment summary there has been 1 additional similar complaint (cmp-0354637) reported. There are no other complaints reported against the item 154927 and lot 6340235 combination the severity of the harm reported in the complaint is within the limits provided in the risk management file if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.